Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient's atrial lead was explanted and replaced due to lead fracture. The patient condition was not known.